Event description:
It was reported that kids kit for umbilical arterial line cracked by white stopcock. Once fluids were turned on, scant amount of blood-tinged fluid began backing up from the arterial line and out of the white stopcock. The rn changed kids kit portion of uac line under sterile conditions as per policy. Uac functional and running fluids appropriately after changing to new kids kit. There was no patient harm.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9616567-2026-00001-00. The date of that submission was 11-may-2026. One suspected device was returned for evaluation. The device was visually inspected, and no visual anomalies were observed. The returned set was primed, and pressure leak tested no leaks were observed. The reported complaint of leaks was not confirmed.